Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was 650 to 700 mg/dl. Customer reported that paramedics were called and transported her to the hospital. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump was not replaced or returned for analysis.